Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mem810, and no non-conformances were identified. It was received for analysis an empty opened foil, a labeled winding former with a partially dispensed suture and a detached needle of product code vcp503, lot mem810. During the visual inspection of the needle, the swage and attachment area were noted to be as expected and remnant of the suture inside of the barrel hole could be observed. In addition, slightly marks at the edge of the needle that appears to be by the use of a surgical instrument were found. The suture was examined the end of the suture is severely damaged appears to be by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance - pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The needle pulled off from the suture during surgery. There were no adverse consequences to the patient.